Event description:
An endeavor resolute rx drug-eluting coronary stent delivery system, length 18mm, diameter 3.5mm, was used to treat a lesion with 80% stenosis in a patient's tortuous proximal lad. It was reported that the physician was unable to deliver the stent to the lesion and on examination of the returned device there was excessive damage noted to the stent. The lesion was pred-dilated once with a 2.5x10mm sprinter legend rx balloon at 10 atmospheres. An endeavor resolute rx stent, length 12 mm, diameter 3.5mm was implanted, which resulted in a dissection. The physician attempted to treat the dissection with the endeavor resolute rx 3.5x18mm stent. The physician inspected the stent prior to use and there were no issues noted. The stent advanced normally over the wire and through the guide catheter, but failed to cross the lesion. The device was returned for evaluation and on examination of the returned device there was excessive damage noted to the stent. Information received from the account appeared to indicate that the dissection was successfully treated by dilation of a sprinter legend rx balloon to 10 atmospheres. A 3.0x12mm endeavor resolute rx stent was successfully deployed in the mid lad. Patient was reported to be fine post procedure and no clinical sequelae have been reported. The cd of procedural images was not returned to medtronic for evaluation, but the stent delivery system was returned for evaluation. On review of the returned device the hypo tube was bent and wavy. The stent was positioned on the balloon between the marker bands and balloon pillows. The first proximal and first distal stent segments were slightly flared. The struts on the eight distal segment were raised, deformed and pulled distally. The damage noted on the returned stent most likely occurred during the failed attempt to cross the target lesion and / or subsequent withdrawal from the vessel. Although the lesion was pre-dilated prior to deployment of the first stent, the rate of stenosis remaining at the lesion site is unknown. The possibility exists that the stent was damaged due to the lesion morphology.

Manufacturer narrative:
(B)(4) other(stent deformed in-vivo during positioning). Evaluation, results and conclusions: (tortuous vessels with 80% stenosis).